Manufacturer narrative:
On 29-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air pulled back into the side port. It was reported that the valve of the vizigo sheath did not work properly causing air to be pulled back into the syringe. The caller replaced the sheath and the case continued without patient consequences. Additional information received indicating the physician performed maneuvers to eliminate the bubbles and the physician believed unlikely that air was introduced into the patient. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure completed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air pulled back into the side port. It was reported that the valve of the vizigo sheath did not work properly causing air to be pulled back into the syringe. The caller replaced the sheath and the case continued without patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. An irrigation test was performed and water leakage was observed from the valve, no air was observed. The damage observed on the valve can be related to the air reported by the customer; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and on internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the h. Medical device prolem code of "mateiral separation ((B)(6))" was inadvertently omitted from the 3500a initial medwatch report. As such, it has now been added.